Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50e serial#: (B)(4). Description: trial linear st lead, 50cm the explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing excruciating pain down to the legs. A magnetic resonance imaging (MRI) was taken and showed no issues. The patient had an early lead pull. It was unknown if the pain was device or procedure related.